Manufacturer narrative:
Correction: date MFR received for the initial report is 12/20/2016.. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received model #/lot #, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes and additional MFR narrative have been updated accordingly. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. Log file analysis revealed a rise in power consumption logged starting (B)(6) 2016 to a peak of 2.3 watts on (B)(6) 2016, outside the normal operating range confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event. Lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. The patient's anticoagulation was reported to be uncontrolled a week prior to the event. The most likely root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient had intermittent and then sustained high power and flows. Palliative care was consulted and decision was made to shut off the right ventricular assist device (rvad) on (B)(6) 2016. The patient expired a few hours thereafter. The clinical team related the cause of death to suspected pump thrombus and is considering this a "pump related issue." The patient's family declined autopsy, therefore, the pump is still implanted and will not be returned. The site is disposing of peripherals. Preliminary log file analysis revealed a rise in power consumption outside of normal power consumption starting on (B)(6) 2016. Of note, the patient's anticoagulation was uncontrolled a week prior to the event as the patient's coumadin was held for a groin repair. No further information was provided.